Manufacturer narrative:
(B)(6) 2018, (B)(6) 2018. The customer performed troubleshooting over the phone with philip's product support engineer (pse). The pse suggested the customer replace the power management printed circuit board or battery assembly. No parts were returned for evaluation; therefore,a root cause could not be established.

Event description:
The customer reported that the ventilator turns on and off during battery operation. It was reported that the event occurred during clinical use. There was no patient harm or injury reported. The event date was not specified, estimate used.